Event description:
The hosp indicated that the unit was turned on for the first time that day. When the "pacer on" button was pressed, it did not come on. When pressed again, user reported seeing a message "pacer malfunction". The unit was then taken out of service.